Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and the transmitter failed . The global transmitter final function test was performed and it failed as well. Share log data was reviewed and no loss on the date of issue was found. The reported customer complaint with the transmitter was confirmed. The root cause could not be determined post investigation.